Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device observed switching on automatically.

Manufacturer narrative:
Exemption number e2015058. The device records 3 manual power ups between (B)(6) 2014, the longest of which lasts 43 seconds duration. Investigation found the fault can be attributed to a displaced component on the printed circuit board. This component is part of the switch off circuitry which explains why the device was unable to switch off. During the self-test this may have appeared to the customer that the device was switching on automatically however this displaced component was preventing the device switching off. Investigation was unable to determine how the component became dislodged. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in section this report.